Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found fault #57 and #62. Both indicate a possibility of a clogged purge line. The fse opened up the system and did not find any condensation in the lines. He then performed condensation removal procedure and tested the iabp with system trainer and was unable to duplicate any fault codes before and after condensation removal procedure. The fse then performed a pm, full calibration, and tested the unit. The iabp passed all functional/safety testing per factory specifications and was returned to the customer.

Event description:
It was reported that the, cs300 intra-aortic balloon pump (iabp) had an autofill error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.